Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and associated implantable coronary sinus lead exhibited an impedance measurement greater than 2000 ohms coupled with an inability to get sensed lv amplitude and an inability to capture.